Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was reading inaccurately high compared to a laboratory device and another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began at 08:00 pm on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿200 mg/dl¿ with the subject meter compared to ¿50 mg/dl¿ on a laboratory device, performed between 10 and 30 minutes of each other. The patient also compared against a blood glucose reading of ¿20 mg/dl¿ obtained on an emergency medical service (ems) meter, received within 30 minutes from the subject meter reading. The patient manages her diabetes with a combination of medication (insulin pump, 2 metformin pills and extra insulin when she eats) and stated that she took another shot of insulin when she received the high reading, thinking her sugar was too high. Immediately after the alleged issue occurred, the patient ¿passed out¿ on the sidewalk whilst walking her dog. The patient was taken to the emergency room where she was treated by an hcp with an IV glucose injection. The following morning around 12:00 am she was able to leave the hospital as her blood glucose level was measured at ¿90 mg/dl¿ on a hospital meter. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.